Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One event suggests the blade broke as a result of overload conditions. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke during a total knee procedure. There was patient involvement. There was no patient impact.